Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014. During the procedure, morcellation was started and the device stopped working. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. A molten cable gear was identified during internal inspection, which could have lead to the failure of the device during the procedure, however, it did not occur during the evaluation. The device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.